Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/04/2019. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on an unknown date and a barbed suture was used. During the procedure, the suture did not hold in the tissue ( serosa). A different type suture was used to complete the wound closure. There were no adverse patient consequences reported. No additional information was provided.